Manufacturer narrative:
It was reported that the patient had spaceoar placed in (B)(6) 2018 under general anesthesia. The patient was reported to be a heavy smoker. Implanting physician indicated that they had good visibility during the procedure. The physician stated that there was some rectal muscle infiltration of the gel, but the patient had good separation. The patient finished cyberknife treatment at the end of (B)(6) 2018. The physician reported that the patient had a low dose of radiation therapy to the rectum. In (B)(6) 2018, the patient experienced some rectal bleeding. An ulcer was identified in the rectal wall where the gel had been, however gel was no longer present. The patient underwent multiple biopsies on (B)(6) 2018. A CT taken in (B)(6) 2018 indicated the continued presence of the ulcer that was not healing. The patient was advised to discontinue smoking. On (B)(6) 2019, a fistula between the urethra and rectum was identified. The patient was referred to a surgeon for a diverting colostomy. No images were provided for review by augmenix personnel at this time. From the available information, the cause of the patient's fistula could not be determined.

Event description:
It was reported that the patient has developed a fistula between the urethra and rectum. A diverting colostomy procedure is planned.